Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the tear in the driveline sheath was confirmed via evaluation. A review of the log files contained data spanning approximately 86 days ((B)(6) 2022 per timestamp). All of the captured data appeared to show the modular cable operating as intended throughout the log file. No notable alarms were active in the log file. The modular cable was functionally tested and passed without issue. The mod cable was connected to a mock circulatory loop. The system operated as intended for an extended period of time. The cable's layers were stripped where the tear in the outer jacket was observed. No damage to the underlying wires was found. The reported intermittent chirping was not reproduced throughout testing and cannot be correlated to an issue with the modular cable. The chirping alarm has been addressed via the controller investigation. A root cause for the tear in the mod cable jacket was unable to be conclusively determined through this analysis. Device history record was reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Discoloration of the outer jacket and bend relief was noted in the investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary mw number (B)(4) was received (B)(6) 2023. Patient date or birth and weight requested, information not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a small tear and exposed wires in the driveline sheath between the modular cable connection and the system controller. The patient also reported that there was an intermittent ¿chirping¿ sound coming from the controller while hooked up to both the mobile power unit (mpu) and batteries. The patient denied any symptoms during this event, and also denied any tug or accidental snag on their equipment. It was later communicated that the modular cable exchanged. The patient was asymptomatic with the exchange and tolerated it well. The modular cable exchange also resolved the chirping noise.